Manufacturer narrative:
Device evaluation: visual analysis was performed which identified white particles outer surface the device, crease flat. Leak test was performed which identified no leakage on device. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Additionally health professional reported ¿implant was displaced superolaterally¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
Healthcare professional reported the right is firm and right side symmastia. The patient has moderately thin skin. The device remains implanted. This medwatch is for the right side. See MFR # 9617229-2017-00981 for the left side.